Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab the device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain , false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. A label review was performed and found to be sufficient. The device's service history record was reviewed and no issues were identified that may have contributed to the iipvs. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified in the. The iipv occurred on (B)(6) 2011 during drain cycle 4. The programmed fill volume was 3000ml and drain volume was 4956 ml. This information meets iipv criteria. No patient injury or medical intervention was reported.